Manufacturer narrative:
Event date: exact date unknown, event occurred three months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge and was having difficulty charging over time. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.